Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
New information has been received: according to this information, the detached part could be retrieved immediately without negative impact. The procedure was prolonged for less than 15 mins.

Event description:
It was reported that during a urology procedure. The sheath has been detached and remains inside the patient. According to the information received, the patient has not suffered any adverse consequences. Since it is not confirmed that the detached sheath has been removed, the case needs to be reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: based on the damage shown, it can be assumed that the ceramic at the end of the shaft was damaged due to mechanical force. The "white" color of the ceramic suggests that the shaft was repaired by third party. The color does not correspond to the ks standard. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).